Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. Blood glucose level at the time of the incident was 492 mg/dl. The customer stated that she had severe gastroparesis. Review of the insulin pump's alarm history showed that several other error alarms had also been returned. During troubleshooting, the error alarms were explained to the customer. The insulin pump will not be replaced or returned for analysis.